Event description:
Event description guidant received information that an inappropriate shock was delivered during valsalva's maneuver. This noise and oversensing also led to inhibition of pacing in a patient who paces most of the time. Pocket manipulation and pressing the arms together did not recreate the noise. When the patient held his breath, a small amplitude of noise was noted.